Event description:
Two days following the index procedure the patient underwent an unspecified repeat percutaneous coronary intervention to the 80% lesion in the obtuse marginal. In addition, an episode of ventricular tachycardia requiring 300mg of cordarona was reported. Embolization on the distal left anterior descending branch and sub occlusion of the first obtuse marginal was noted after coronary angiography in 2007. The patient was initially admitted with an acute myocardial infarction on the same day. The patient had a 90%, de novo lesion in the proximal left anterior descending branch. The lesion was type b1, smooth and concentric. The lesion was 20mm in length and the vessel diameter was 2.5mm. The lesion was pre-dilatd with a balloon and a 2.5 x 8mm cypher select plus stent was implanted at 10atm. The stent was then post-dilated due to insufficient flow. The patient's medications include the following: aspirin (intra and post procedure), clopidogrel (intra and post procedure), reopro (intra procedure), heparin (intra procedure), statins (post procedure) and beta-blockers (post procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a female with a history of myocardial infarction, peripheral vascular and cerebral vascular disease. This patient's history places her at increased risk of mace. The indication for admission to hospital was an acute anterior wall myocardial infarction. A coronary arteriogram revealed a de novo, 20mm, smooth, non angulated, concentric, non-calcified, type b1 lesion of the proximal left anterior descending (lad) artery producing a 90% stenosis. The reference vessel diameter was 2.50mm. According to the IFU, cypher select plus is indicated for use in discrete lesions. The lesion was pre-dilated and implanted with a 2.50 x 8mm cypher select plus stent at 10 atm. Followed by post-dilation. No anti-platelet medications were given prior to the procedure. Intra-procedural medications included asa, plavix, heparin and reopro. Gpiib/iiia inhibitors were not used and act values were not measured. Post-procedural medications were asa and plavix. Two days following the index procedure the patient underwent a planned staged procedure that was documented as clinically driven. It was reported an embolization of the distal lad and subocclusion of first obtuse marginal were noted during the index procedure. An episode of ventricular tachycardia was reported to have occurred the same day as the repeat percutaneous coronary intervention and was treated with cordarone. Based upon the information provided, it was not possible to rule out cypher stent involvement with the distal embolization or ventricular tachycardia. The cypher stent remains implanted in the patient, thus not available for evaluation. The lot number of the stent is not known, therefore, a device history records review was not conducted. Distal emboli and arrhythmias are known potential adverse events following stent implantation. Based upon the information provided, it is not possible to conclusively determine the cause of the events, however, there are patient and lesion factors that may have contributed to them. There is no indication the event was design or manufacturing related.